Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
After a donation, the donor was driving home and felt really ill and sweaty. He had to "stop the rest of his activities for the day". The center was told this when they called to schedule his next donation. The customer called caridianbct to inquire if their new software was delivering more acd-a than previously. Donor is reported to be in a healthy state.